Manufacturer narrative:
The steris service technician asked user facility personnel if the table had to be relocked to the floor and personnel stated "no", the table moved when it was leaned upon or bumped. The user facility stated that the table moved about an inch with a bump and leaning on it produced less movement. The technician inspected the table and found that one of the floor lock pads was missing. The replacement floor lock pad has been ordered and received. The table remains out of service until the technician can make the repair.

Event description:
The user facility reported that the table unlocked 3 times during a patient procedure .no injuries to hospital staff or patient. No procedural delays or cancellations.